Event description:
Patient was having a x-ray procedure. The procedure used a cine format for most of the case with minimal amount of fluoro. The procedure concluded without incident or any patient complaint. However, two weeks later the patient contacted the hospital and complained about a burn with blisters on their upper backside. The actual degree of burn is unknown. The system was inspected and no problems found in it. The site continues to use this system without further incident.

Manufacturer narrative:
Eval method - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.